Manufacturer narrative:
On 02-mar-2016, an fse was dispatched to the customer site to address the reported event. The fse evaluated the instrument and determined the sample nozzle lq ad values were drifting. The fse replaced the sample nozzle and ran controls 60 times with no false detection error. The fse had the customer run samples for 1.5 hours with no false detection errors. Controls ok. No further action required by field service. The aia-2000 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was due the sample nozzle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2066 (false sample level detect) with the ala-2000 analyzer. The customer is unable to run prog, e2, lh ii and bchg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, e2, lh ii and bchg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.